Manufacturer narrative:
(B)(4): the customer reported a failure to alarm at approx 10:30 on (B)(4) 2011. No pt harm was reported. Philips obtained the alarm logs from the attached central station. These showed that the monitor alarmed multiple times with red alarms at approx 10:30. The alarming is consistent with a clinician silencing the alarms at the bedside monitor. There was no malfunction and there is no indication that there was a lack of care for this pt. Alarming and alarm acknowledgment (silencing) is adequately described in the device labeling (IFU). No further investigation or action is warranted.

Event description:
The customer reported a failure to alarm. No pt harm was reported.